Event description:
It was reported that customer experienced an ongoing malfunction alarm on pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.